Manufacturer narrative:
It is reported that during the operation of the equipment, there was a mechanical ventilation failure. Prompt to check the apl valve. No patients were injured. The user facility did not involve the local dragers & s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by drager but was not able to provide additional details. Based on the limited information reported by the customer, it is only known that the equipment has been in use for three years. So far, no damaged parts have been returned. It can only be said that the cause of the failure is due to apl failure as reported by the user. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
During the operation of the anesthesia machine, mechanical ventilation suddenly failed, with an alert indicating ventilator malfunction. The apl valve was inspected, and manual ventilation was immediately initiated. After more than ten attempts to restart and inspect the machine during manual ventilation, the mechanical ventilation function of the anesthesia machine returned to normal. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
During the operation of the anesthesia machine, mechanical ventilation suddenly failed, with an alert indicating ventilator malfunction. The apl valve was inspected, and manual ventilation was immediately initiated. After more than ten attempts to restart and inspect the machine during manual ventilation, the mechanical ventilation function of the anesthesia machine returned to normal. No patient injury reported.